Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that post-operatively the iol has been observed to be calcified. The patient underwent an additional surgery on (B)(6) 2026 whereby the lens was explanted and exchanged. The lens was retained and returned to rayner to undergo sem and edx testing. Testing is in progress. "Iol replacement or extraction" is listed in the "adverse events" section of the IFU. The rayner hydrophilic acrylic intraocular lens use risk analysis identifies the following as possible causes of "opacification of iol" and/or "material opacification": perceived translucent sheen on optical surface of lens, use of alteplase (r-tpa), use of intraocular gases during vr surgery, combined cataract + vitrectomy - currently idiopathic opacification, exposure to silicone oil, incompatibility with other medical technologies (e.g. Ovd, vr surgery materials, MRI, x-ray, corneal surgery), and idiopathic. Rayner IFU contraindicate "active ocular diseases" (e.g., chronic severe uveitis, proliferative diabetic retinopathy, chronic glaucoma not responsive to medication) and "corneal decompensation or endothelial insufficiency". "Precipitates" is listed in the "adverse events" section of the IFU. Our review of production records for the t-flex aspheric 623t iol batch 114e64770 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the t-flex aspheric 623t iol batch 114e64770. Results pending completion of investigation.

Event description:
On (B)(6) 2026, rayner received notification from a healthcare facility in australia of an event that occurred following implantation of a t-flex aspheric 623t iol. The event description provided states that post-operatively, the iol calcified leading to an additional surgery to explant and exchange the lens.